Manufacturer narrative:
Information provided via (B)(4) study indicated that the patient experienced coronary artery occlusion during the index procedure and experienced elevated cardiac enzymes and was diagnosed with a myocardial infarction the following day. This is a (B)(6) male with medical history including multivessel coronary artery disease, inferior subendocardial mi ((B)(6) 2001), status post rca stenting x 2, hypertension, dyslipidemia, obesity, obstructive sleep apnea, type 2 diabetes, right knee surgery, right rotator cuff repair, and left elbow surgery. At the time of the index procedure, angiography revealed serial stents in the right coronary artery with new severe stenosis at the takeoff of the posterior descending involving the posterolateral branch, with severe disease in the posterior lateral branch. Stenosis was 90 to 99% requiring intervention. Balloon angioplasty of the posterolateral branch was performed with a 2mm balloon. A 2.5 x 13mm cypher stent was advanced with its end in the posterior descending and distal right coronary artery across the posterior lateral branch. The stent was implanted with moderate pressure. The posterolateral vessel was occluded. The origin of the stent was dilated to 3.0mm and ultrasound was performed which showed good stent apposition and match. Next the posterolateral branch was dilated with a 1.5, then 2mm balloon. A 2.5 x 23mm cypher stent was implanted overlapping the first stent with bifurcation stenting of the posterio-descending posterolateral branch. The angiogram demonstrated possible distal lesion in the left posterolateral branch, so a 2.25mm cypher stent was advanced into this segment with its proximal segment overlapping the second stent. It was inflated to moderate, then high pressure. There was large lumen into the posterior descending and large posterior lateral branches. The terminal posterior lateral system consisting of two small twigs were occluded. The patient had mild-to-moderate chest discomfort with the procedure. The following day, ck was elevated to 535 and ckmb was 93, which was consistent with the terminal branch of the posterolateral system occlusion and the patient was diagnosed with an mi. The patient was discharged the day after the index procedure. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Coronary artery side branch occlusion is a known potential adverse event associated with coronary stent implantation procedures. The inherent action involved in the stent implantation process includes radial and outward forces that shift the existing plaque; unfortunately this plaque shift can occlude side branches that are located within proximity of the target lesion. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00507, 3003742446-2011-00508 and 3003742446-2011-00509.

Manufacturer narrative:
The 2.25 x 23mm cypher and 2.5 x 23mm cypher. Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00507, 3003742446-2011-00508 and 3003742446-2011-00509.

Event description:
Information provided via the dapt study indicated that the patient experienced coronary artery occlusion during the index procedure and experienced elevated cardiac enzymes and was diagnosed with a myocardial infarction the following day. At the time of the index procedure, angiography revealed serial stents in the right coronary artery with new severe stenosis at the takeoff of the posterior descending involving the posterolateral branch, with severe disease in the posterior lateral branch. Stenosis was 90 to 99% requiring intervention. Balloon angioplasty of the posterolateral branch was performed with a 2mm balloon. A 2.5 x 13mm cypher stent was advanced with its end in the posterior descending and distal right coronary artery across the posterior lateral branch. The stent was implanted with moderate pressure. The posterolateral vessel was occluded. The origin of the stent was dilated to 3.0mm and ultrasound was performed which showed good stent apposition and match. Next the posterolateral branch was dilated with a 1.5, then 2mm balloon. A 2.5 x 23mm cypher stent was implanted overlapping the first stent with bifurcation stenting of the posterio-descending posterolateral branch. The angiogram demonstrated possible distal lesion in the left posterolateral branch, so a 2.25mm cypher stent was advanced into this segment with its proximal segment overlapping the second stent. It was inflated to moderate, then high pressure. There was large lumen into the posterior descending and large posterior lateral branches. The terminal posterior lateral system consisting of two small twigs were occluded. The patient had mild-to-moderate chest discomfort with the procedure. The following day, ck was elevated to 535 and ckmb was 93, which was consistent with the terminal branch of the posterolateral system occlusion and the patient was diagnosed with an mi. The patient was discharged the day after the index procedure.